Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and had an inaccurate fill estimate. During troubleshooting with tandem customer technical support (cts), the customer saw air bubbles in the infusion set tubing. After loading another cartridge with 117 units of insulin, the customer received a minimum fill notification. The customer thought the air extraction was not performed correctly. Cts assisted the customer with successfully loading a new cartridge. The fill estimate reading was accurate and no additional notifications or alarms were received. The customer's blood glucose (bg) level was over 600 mg/dl with a small level of ketones. A bolus via the pump was used to address the bg level and it was currently 460 mg/dl.